Event description:
The wheelchair tipped forward while wheeling the patients up the slight incline of our discharging exits of the hospital as it went over the threshold (slight bump). On at least one other occasion the patient fell forward and landed on the ground as a result. Originally it was thought to be operator error. After the second incident, where the patient was minor scrapes to her knees, it was discussed with various operators and all replied that when the roll over the threshold between the carpets from inside to outside the chairs "want to lean forward." If they can not stop the forward motion the patient will fall out. There is a difference in the distance and size of the wheels of these wheelchairs vs. Our other wheelchairs that do not have this problem. I have pictures if you would like.====================== manufacturer response for wheel chair, deluxe wheelchair======================they will come to look at the wheelchair====== manufacturer's call ======as per manufacturer this model has been discontinued. They have now the mds806200rby and mds806200nvy. Both are excel 2000 model.===== reporter's response ==========================reporter indicated the chairs in both incidents are from the same manufacturer, same brand name, and model. The incline the chairs have to go through is less than 2% inclination. There are no cracks on the floor. The carpets have an extremely small lip where the two carpets meet but not enough to make the wheelchairs tip. No part of the chairs was removed prior to their use. The leg rest did not touch the ground while transporting the patients.